Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device doesn¿t turn due to a jammed motor and that the buttons doesn't work were confirmed. A short circuit was found in the motor cable. Also the resistance value of the keypad of the handcontrol set was out of specifications and the keypad assembly was also found to be not responding properly. Also the device was not starting. The motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. The short circuit in the motor cable would have caused the device to not start, and hence the complaint reported by the customer. However, given the information provided we cannot discern a definitive root cause for the short circuit and the defective keypad assembly. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the motor of the micro tornado hp w handcontrol device was jammed and the buttons did not work. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: device evaluation: upon complaint review, it was determined that the investigation has been updated. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn¿t turn due to a jammed motor and that the buttons doesn't work were confirmed. A short circuit was found in the motor cable. Also the resistance value of the keypad of the handcontrol set was out of specifications and the keypad assembly was also found to be not responding properly. Also the device was not starting. The motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. The short circuit in the motor cable would have caused the device to not start, and hence the complaint reported by the customer. However, given the information provided we cannot discern a definitive root cause for the short circuit and the defective keypad assembly. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial number : (B)(6), and no non-conformances were identified.